Event description:
Pt usually obtains the lenses from a mail order company on their own after being prescribed by ophthalmologist for the first time. This is the third time the lens broke inside pt's eyes and this time pt had to undergo a lot of pain and suffering to get the broken part out. Reporter believes the lenses are of very poor quality and have manufacturing defects in them. Reporter tried contacting company and was asked to contact the manufacturer. Reporter was asked to get in touch with optometrist to report the problem. Optometrist tells reporter since he has not odered thelenses this time for rptr, rptr is supposed to get in touch with supplier. Reporter is running in full circles with no end in sight.